Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the customer experienced difficulty charging the pump with usb cable, and subsequently the pump shut down. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and the customer was able to successfully charge the pump with an alternate usb cable and wall adapter, and insulin delivery was able to be resumed.